Event description:
It was reported that a clearlink system continu-flo solution set experienced a saline leak from the break in the tubing. The customer reported that the "white disk" component had cracked. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection was performed and found that the white inlet disk was cracked at the base. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.